Event description:
It was reported that the stent moved on balloon. The target lesion was located in the infraclavicular vessel. An 9.0 x 30 x 135cm express ld vascular stent was selected for use. However, upon flushing, it was noted that the stent was loose on the balloon and moved within its area without falling off. Its movement on the device made the physician choose to not deliver it into the body. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that the stent moved on balloon. The target lesion was located in the infraclavicular vessel. An 9.0 x 30 x 135cm express ld vascular stent was selected for use. However, upon flushing, it was noted that the stent was loose on the balloon and moved within its area without falling off. Its movement on the device made the physician choose to not deliver it into the body. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination found the stent to be securely crimped in the correct position on the device. No damage or issues were noted with the stent. The stent had not moved on the balloon catheter and was not loose on the balloon material. No issues were found with the stent. A visual examination identified the balloon had not been subjected to positive pressure. A visual examination identified no issues with the balloon material. A visual examination identified no issues with the tip of the device. A visual and tactile examination identified no damage or any issues to the shaft of the device.